Manufacturer narrative:
Exemption number (B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). The sample and all available info was forwarded to the actual manufacturer for further evaluation. One use needle (contaminated with blood) without the packaging was received for evaluation. The catheter was not returned with the needle. The returned sample was visually checked and found that the safety clip was located at the tip of the needle in the engaged position. No damage or defect was noted on the safety clip however, the needle was found to be slightly bent. A batch review was conducted and no abnormalities in the manufacture of the product were noted. While no specific conclusion can be drawn, in a follow up with the reporting facility, it was noted that the nurse placed the needle back into the packaging after the procedure. During clean up, the nurse grabbed the packaging and received the needle stick. After examination of the needle it was noted the safety clip was on the shaft approximately 2 cm. From the tip. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container.

Event description:
As reported by the user facility: IV started, place needle in package. During cleanup grabbed packaging - was stuck in palm; needle bent. Nurse noticed safety shield was located 2 cm from end. Sample available; sample has safety shield at tip of needle, nurse placed it over tip of needle when she was stuck. Event occurred in endoscopy suite.